Event description:
The patient later reported that they experienced shocking when they walk into stores. It shocks at any store now: grocery stores, (B)(6)-any store that has a metal detector. There were no trauma/falls reported that could be related to this issue. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they felt like they were being electrocuted after walking through a metal detector at (B)(6). Patient stated that they leaned on the buggie and went about shopping. Patient stated they were still having back pain on the right side in the area of the implant. Patient stated that since then, they have no control over their bladder /doesn't feel the urge and had to wear pads/briefs. Patient stated that they have tried increasing stimulation but it was excruciatingly painful, so they had turned it back down. Patient also stated that they don't not feel any sensation when walking through the metal detector since. Patient mentioned that they had informed (B)(6) and would be filling out an incident report as well as informed the FDA. Patient noted they had always felt a mild sensation since implant when walking through a metal detector at (B)(6) which made patient jump but was mild, patient noticed over time they would also feel it every time, including at other stores like (B)(6). Patient s tated that they had an appointment on (B)(6) 2017. The patient services specialists (pss) also reviewed security scanner guidelines. Patient noted that their health care provider (hcp) had stated it wasn't necessary for them to bring the patient programmer with them to such places. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that in order to resolve the patient's pain when increasing stimulation and loss of therapy the device was interrogated and all leads as well as the battery were normal. The patient was also reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that shocking sensation when entering stores has not been resolved. The patient indicated that she was no getting shock at every store she goes in that have metal detectors. The patient noted that it was hurtful, uncomfortable and very embarrassing for patient often she screams out loud because of the shock. The patient reported that carrying the remote everywhere she goes would be so inconvenient. The patient did not always carry a purse just a wallet. The patient also indicated that she also think the metal detectors has something to do with their device not working. The patient could no longer hold their bladder until they get to the bathroom; the pee has started to run down their leg now. The patient was back to wearing pads just in case of an accident. The patient has to keep turning it up to see if it would control their bladder and so far it has not done any better. The patient was frustrated and it seemed to patient as she was back to where she started before she got the device. The patient needed an answer and something done as soon as possible. The patient was unhappy and disappointed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vznh, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported shocking. The therapy was noted to be on. No trauma/falls were related and the shocking was not related to positional movement. The shocking occurred when going through a theft detector gate at (B)(6) with her stimulation on. This had occurred upon entering and exiting the store. She had been unaware that she could turn stimulation (down to 0.0 volts) prior to going through the detector area. Stimulation was again mentioned to be on and was working and no other shocking had occurred. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.